Event description:
The customer reported the zipper on the right side panel is broken and as a result the canopy is not able to be securely closed. A female pt fell out of the canopy but sustained no injuries. The customer did not provide the date that this occurred.

Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: posey instructions for use has a warning statement - never use the posey bed if there is damage to the canopy, access panels or zippers. A failure to follow this warning may result in pt escape or unassisted bed exit, which may lead to serious injury or death from a fall. Always check the canopy and the zippers before leaving the pt alone to help reduce the risk of a fall or unassisted bed exit. Never leave a pt alone if the zippers do not close completely, there are holes in the canopy or netting, the foam padding covering the metal frame is damaged or missing, or the frame is damaged. (B)(4).